Event description:
The distributor reported on behalf of their customer that the device, aes-50sl, arthroscopic energy 50 degree probe with suction 18 cm, was being used during a arthroscopic hip procedure on (B)(6) 2024 when it was reported, ¿we were using a 50 degree edge hip ablator in the hip joint in the usual fashion. While ablating the tip of the edge came off and stayed in the joint. It took about 45 minutes of delay time to retrieve the piece.¿ the procedure was completed using an alternate same device causing a 45-minute delay to retrieve the fragmentation. There was no report of injury, medical intervention, or hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not being returned; however photographic has been provided. The root cause cannot be determined, however, based upon photos and the IFU, the likely cause of this event was excessive force on the device outside of the field of view during the procedure. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 86 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.01. Per the instructions for use, the user is advised the following: maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. Electrodes and probes of monitoring, stimulating, and imaging devices can provide paths for high frequency currents even if they are battery powered, insulated, or isolated at 50/60 hz. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, aes-50sl, arthroscopic energy 50 degree probe with suction 18 cm, was being used during a arthroscopic hip procedure on (B)(6) 2024 when it was reported, ¿we were using a 50 degree edge hip ablator in the hip joint in the usual fashion. While ablating the tip of the edge came off and stayed in the joint. It took about 45 minutes of delay time to retrieve the piece.¿ the procedure was completed using an alternate same device causing a 45-minute delay to retrieve the fragmentation. There was no report of injury, medical intervention, or hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The distributor reported on behalf of their customer that the device, aes-50sl, arthroscopic energy 50 degree probe with suction 18 cm, was being used during a arthroscopic hip procedure on (B)(6) 2024 when it was reported, ¿we were using a 50 degree edge hip ablator in the hip joint in the usual fashion. While ablating the tip of the edge came off and stayed in the joint. It took about 45 minutes of delay time to retrieve the piece.¿ the procedure was completed using an alternate same device causing a 45-minute delay to retrieve the fragmentation. There was no report of injury, medical intervention, or hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Update: the device used in the reported event was not returned for evaluation; however, the provided photograph exhibits a piece of the energy probe broken off. Furthermore, three samples were visually inspected, but the issue was not visible within the returned products. Two of the three, aes-50sl, are new and never used. One of the three, aes-90sn, appears to have been previously used; however, that probe is still intact so it does not appear to be the device provided in the photo. No fault was found with any of the returned devices. The device is not being returned; however photographic has been provided. The root cause cannot be determined, however, based upon photos and the IFU, the likely cause of this event was excessive force on the device outside of the field of view during the procedure. The manufacturing documents from the device history record review found no abnormalities that would contribute to this reported event. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) per the instructions for use, the user is advised the following: maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. We will continue to monitor for trends through the complaint system to assure patient safety.